Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was also reported that an occlusion alarm occurred. Customer loaded a new cartridge and infusion set to resolve the issues. Customer¿s blood glucose level was 100-200 mg/dl.